Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor stim. It was reported that since january, the patient had been getting electrical shocks from the device. The caller stated that she had decreased stim 3 times, because the shocking will all of a sudden return again. The caller stated that after she decreased stim, the shocking goes away but eventually returns. She noticed the shocking sometimes returned when she was getting down on the floor or just sitting down. Since she has decreased stim to 1.9 volts, she has also seen a return of her symptoms and goes through about 9 pads a day. The caller also mentioned that she had no falls and had not even tripped to cause the issues. Patient services reviewed information on the call, the caller successfully changed from p1 at 1.9v to p2 at 1.2v and was comfortable. The caller was to monitor symptoms now that a change had been made and to follow up with their healthcare provider if it didn't resolve.